Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, the quattro catheter (lot no 80624) was placed in the patient. On the third day, the thermogard xp ivtm system generated "airtrap" alarm message. The user observed empty saline bag and no leak was noticed on the start-up kit custom luer. Suspecting catheter leak. Since the issue occurred during normothermia phase, the physician discontinued the thermogard system and used a blanket for the treatment. No known impact or consequence to patient information was available.